Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not feeling stimulation in the right arm. It was noted that there was a black wire with green tip on it coming out of the lead incision site. It was confirmed that there was skin breakage.